Event description:
It was reported that the atrial connector on the external pulse generator (epg) was broken. The caller was advised that the epg should be returned for service. There was no patient involvement.